Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Although sequelae appears to be primarily related to complications during omni procedure, the hydrus cannot be ruled out as a contributing factor because it was used concurrent with omni. Additional information has been requested; a supplemental report will be filed if new information is received. Choroidal effusion and additional medical/surgical intervention are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A female patient underwent cataract surgery followed by omni canaloplasty, during which time a hemorrhage occurred. The surgeon then attempted hydrus implantation in the same direction of the omni. The surgeon stated that the microstent appeared to follow the path of the omni catheter and dove down, so the surgeon removed the implant. Omni was performed in the other 180 degrees of the canal followed by a second attempt to implant a microstent. The device met resistance and the surgeon was unable to successfully position the microstent. During the procedure, the surgeon noted a choroidal effusion and placed a suture at the site of the effusion. At one day post-op, the iop was ~25 mmhg but iris prolapse was observed and surgical intervention was required.